Manufacturer narrative:
E1: patient city: (B)(6).patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was close to site. The insertion site was abdomen. The infusion set was in use for four days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available the infusion set was in use for.